Event description:
It was reported that the newly implanted right ventricular (rv) lead was discovered to be dislodged, and that the patient had been non-compliant with regard to arm movement following the procedure. It was noted that the patient had entered atrial fibrillation (asymptomatic) the day after implant, though it was not specified whether the dislodged lead had contributed to the arrhythmia. The rv lead was repositioned on (B)(6) 2024, and the patient was sent home with an arm brace. The patient was subsequently seen in-clinic with a good outcome.